Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire machine was not detected on the bus. The device displayed a purple screen prompting for password entry, and a restart was initiated. After approximately 20 minutes, the machine restarted; however, the facility remained on critical override for approximately 4 hours. Following this, the machine again was not detected on the bus. Subsequent restart attempts resulted in the same purple screen, and the device continued attempting to restart. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where entire machine was not detected on bus. A field service engineer (fse) identified that the station hard drive had failed, with the system displaying only the cmos password prompt. The fse replaced the hard drive, configured the new drive, and the customer tested the station, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.